Manufacturer narrative:
Patient information was not made available from the site. Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a spine procedure, their awl-tip-tap became jammed into their navlock tracker and could not be removed. The awl-tip-taps were used together with a powerease at the time. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction: demographics provided are for the surgeon as the surgeon was the user at risk. Rather than the patient.